Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient reported "rupture and migration of silicone to the armpit". This record is for a unknown side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events silicone migration, rupture and capsular contracture received on february 05,2026, with lot number 3121988. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture/ silicone migration: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture and migration of silicone to the armpit". Healthcare professional later reported rupture. Then healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "rupture and migration of silicone to the armpit". Healthcare professional later reported rupture. Then healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device has been explanted. Device will be returned.